Manufacturer narrative:
Concomitant product: 4068-58 lead, implanted: (B)(6) 2001.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.